Event description:
(B)(6) 2014 during the evaluation for (B)(4) service evaluation identified (B)(6) occurrences of "air-in-line" alarms. Evaluation also identified a problem with the ultrasonic sensor and ultrasonic pusher. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.